Event description:
A patient underwent coronary artery bypass graft (CABG) and aortic valve replacement/repair (avr) via median sternotomy with concomitant tampa 2 surgical ablation lesion set and left atrial appendage exclusion (laae). An incision was made in the left atrial appendage (laa) for access to perform the tampa 2 lesion set, which was completed as planned. An achm50 atriclip device was deployed after the concomitant surgical ablation procedure. Postoperatively, the patient was transferred to the open-heart recovery unit but was subsequently returned to the operating room due to bleeding. Upon evaluation, the surgeon identified a small leak at the laa ostium, near the site of the access incision. The laa was oversewn, and the patient recovered without further reported complications.